Manufacturer narrative:
(B)(4). The device was manufactured between july 17, 2017 ¿ july 19, 2017. The device was received for evaluation. Visual inspection of the device did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and the leak was observed at the fillport. The cause of the leak was determined to be due to a white particle approximately 0.20 square mm in size lodged under the check-band. The white particle was subsequently identified to be acrylic material via spectroscopy testing. The cause of the particle was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a folfusor leaked during filling at the level of the luer lock. The device was filled with 50mg/ml5fu and 0.9% normal saline with a total fill of 96 ml. There was no patient involvement. No additional information is available.